Event description:
On 11/17/97 at 11:00 a.m. A registered nurse had completed taking an exposure with the portable ge amx4 in the nursery. The machine was to be moved out of the room, when a spray of sparks shot out from the control panel to the ceiling.